Event description:
It was reported that a patient underwent an ear, nose and throat septum defect procedure on an unknown date and suture was used. The needle broke during use on the patient. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): results: representative samples of the product were returned for evaluation. The needles were inspected and tested for strength. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification.